Event description:
It was reported that the customer passed away in a hospital. The caller was the diabetes care manager of the customer and did not have any details regarding the insulin pump. The only information she knew was that the customer had been airlifted to a hospital and passed from a blood clot in the lungs. The caller also stated that the customer had many chronic illnesses. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death, but the caller was unsure how long the customer had been disconnected form the device. The caller stated that the customer had worn the insulin pump during an MRI and was waiting for a replacement insulin pump. The customer was not using sensors and was not wearing one at the time of death. The insulin pump is not available for return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.